Event description:
The customer contact reported the patient received more medication than intended. At an unspecified time, line a of the device was programmed to deliver an unspecified medication at a rate of 16ml/hr. Line b of the device was programmed to deliver paracetamol 1000mg/100ml, at a rate of 7.5ml/hr, for a duration of 30 minutes, and the delivery was started. No further programming parameters were provided. After an unspecified amount of time, the device alarmed for an unspecified occlusion alarm, and the nurse restarted the delivery. After approximately 10 minutes, the customer contact reported the nurse returned to the patient, and noted that approximately half of the paracetamol had been delivered. The nurse immediately stopped the delivery and contacted the doctor. The nurse then noted that the device had infused the paracetamol at a rate of 200ml/hr instead of the intended 7.5ml/hr. The patient was then admitted to the hospital and received an unspecified corresponding antidote to paracetamol. The patient remained on the same device for approximately 13 hours. Therapy was then resumed with a replacement device. After an unspecified length of time, the customer contact reported the patient is progressing well, the antidote was discontinued and the patient continues to receive unspecified tests. Though requested, no additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel.